Event description:
It was reported that (2) devices were used during a total gastrectomy. It was reported by the affiliate that the xr60b staples malformed. Another instrument was used to complete the case. There was no consequence to the patient.